Event description:
It was reported that stent damage occurred. After pre-dilatation was performed with a non-bsc balloon catheter, a 20x2.50mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion, despite several attempts were made. The device was removed and upon inspection, it was noted that the tip of the catheter was damaged and the stent was lifted. The procedure was completed with 2.5x23mm non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).